Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? Men, 51 years old, smoker, 157cm/71kg, hyper tension and obesity. 2. What are the name and date of index surgical procedure? Lumbar laminectomy l2-l3. There is no information of procedure date. 3. What were the diagnosis and indication for the index surgical procedure? Spinal stenosis. 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. The patient originally has severe paralysis. The patient was paralyzed preoperatively. 5. Was there any intraoperative concurrent use of other products? No, hemostatic are powder only. 6. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? To address active bleeding. 7. Where was the surgicel used (on what tissue)? Superficial layer of the dura mater after decompression. (In the spinal canal) 8. How much surgicel was used during the procedure?3g of the total dose. 9. What type of procedure was performed for the re-operation? We could not get type of procedure, but the surgeon confirmed that the powder had formed a dark red mass and compressed the dura mater. Finally, the surgeon removed the mass and completed the procedure. 10. Has any additional surgical or medical intervention been performed after the re-operation? No, any additional treatment after re-operation. 11. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative paralysis? No. 12. What is the patient¿s current status? The patient was discharged on (B)(6) 2023 13. What is the users experience w/ surgicel powder and other hemostatic agents? Routine use. Postoperative state: the day after the surgery, there was paralysis of both lower limbs and the tibialis anterior muscle. The level of paralysis was about 1 or 2 on motion test. The level of movement is slight. The patient underwent reoperation on (B)(6). The complaint product had turned dark red and clumped (like crushed and hardened chalk) and was covering the dura mater. The lump was removed. The day after the reoperation, the level of paralysis recovered to 3, and the patient was discharged on (B)(6). Surgeon's comment: cleaning was done. However, it was insufficient. The following information was requested, but unavailable: 1. What is the lot number? The sales rep could not check it. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Adverse event problem component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What are the name and date of index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Was there any intraoperative concurrent use of other products? 6. What is the lot number? 7. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 8. Where was the surgicel used (on what tissue)? 9. How much surgicel was used during the procedure? 10. What type of procedure was performed for the re-operation? 11. Has any additional surgical or medical intervention been performed after the re-operation? 12. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative paralysis? 13. What is the patient¿s current status? 14. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. At the beginning of january, surgery was performed to decompress the lumbar spine and the product was used. The patient was discharged the next day, but the patient had paralysis of the leg and a re-operation was performed. At that time, the surgeon thought it be a hematoma. However, it turned out that the absorbable hemostat that had not been washed out clumped together and was pressing on the nerve. The patient originally had severe paralysis, but after the re-operation, the paralysis returned to about the same level as before the surgery, and the patient was discharged from the hospital. The surgeon¿s opinion was that there is a causal relationship between product and event because there was not enough washing. Additional information was requested